Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, there was an alleged inaccuracy with the navigation system. The inaccuracy occurred when introducing the driver into the field. The representative noticed that this was a percutaneous pin reference frame procedure and that while the driver was inaccurate distally by a few mm, when navigated, all other instruments introduced to the field after this were accurate. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Correction: additional procedure information added.

Event description:
The procedure was completed without the use of the navigation system.